Event description:
The customer reported "on (B)(6) 2025, prompt care was notified that a patient using a sunset healthcare solutions spo2 sensor with the rad 97 masimo died after going brain dead because the system did not alarm." Based on the medical device problem codes, it was reported the accessory was incompatible and a failure to sense.

Manufacturer narrative:
Other text: masimo has reached out to the manufacture identified on the report in the maude database to request the return of the device and additional information surrounding the event. The device has not been returned to masimo to allow for an analysis to be performed, as of the date of this report no further information was obtained. Masimo is unable to confirm if there was a problem with the device. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. The directions for use (dfu) provided a warning: "only use masimo authorized devices with rad-97. Using unauthorized devices with rad-97 may result in damage to the device and/or patient injury." "All sensors and cables are designed for use with specific devices. Verify the compatibility of the device, cable, and sensor before use; otherwise, degraded performance and/or patient injury can result." The initial reporter's information is unknown (e.1.).